Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019.

Event description:
The customer reported that the ventilator went inoperable. The "air valve liftoff failure" and "system restart" diagnostic codes were found in the logs. There was no patient or user involvement.

Manufacturer narrative:
Date rec'd from MFR: 15oct2019. The replaced air flow sensor was returned and failure investigation was performed on 15-oct-2019. The customer's reported problem could not be duplicated. No faults were found on the air flow sensor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 30 aug 2019. The fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse replaced the air flow sensor and the air valve assembly and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator went inoperable. The "air valve liftoff failure" and "system restart" diagnostic codes were found in the logs. There was no patient or user involvement.

Manufacturer narrative:
Date rec'd by MFR: 09nov2019. Report source: added company representative. Concomitant medical products: another part was returned to manufacturer. The replaced blower valve assembly was returned and failure investigation was performed on 09-nov-2019. The customer's reported problem could not be duplicated. No fault was found on the blower valve assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.